Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer also reported that they received no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that the bolus wizard was programmed inaccurately. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer mentioned that they also experienced low blood glucose of 50 mg/dl and treated with milk. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.